Manufacturer narrative:
The hill-rom technician found the beds scale was not zeroed correctly most likely due to user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating a note was left on the bed that said the bed was broken. The bed was located at the account in the storage room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).